Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the flow sensor assembly and tubing were replaced due to black particles contamination, the removable air path foam and air entry module were replaced and internal; filter was installed.

Manufacturer narrative:
The manufacturer previously reported an incorrect date in section b4 as (B)(6) 2022, the correct date should be (B)(6) 2022.